Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the intervention. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of an onyx 18 visibility event. During the treatment of a ruptured arteriovenous malformation (avm), 0.25ml dmso was injected into the apollo catheter, but it was soon realized that the onyx was not visible, even though, the onyx was being injected at 0.1ml/min. After injecting 0.30-0.32ml, it was decided to use a new onyx 18 vial, as the first vial was not visible. 4 vials onyx 18 were used to treat this avm (up to 90%). The onyx vial was unfortunately discarded at the site. The onyx shaker speed was 7. The vial was shaken for more than 30 minutes and did not sit for more than 5 minutes. The onyx was injected immediately after mixing. The device was prepared and used per the instructions for use (IFU). The vessel anatomy was normal in tortuosity.